Manufacturer narrative:
Complaint no: (B)(4). Device manufacture date 07/22/2015 ¿ 07/29/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a caregiver found a minicap without enough iodine on the sponge. The cap was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.